Event description:
It was reported the device experienced a 120.4460 watchdog error.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi watchdog error with 8015 4.7 unit. Technical support: 1. Tech has watchdog error on 8015 4.7 unit. 2.get a red light with black screen on unit. 3. Explain to tech what is happening and unit at this time is unrestorable. Units is eol since 01/01/2019 it could not come in for repair they no longer support, tech thanked me for my assistance. 4.he can try to first replace power supply board, next would be the logic board and the battery. Steps to solve (internal) solution/workaround summary: how to correct error 120.4460 / watchdog. Suggested messaging: is the red arrow flashing above the system on button. High level steps/procedure: 1. Replace power supply processor board. 2. Replace logic board. 3. Return to factory. Alaris-infusion-error-120-4460-watchdog. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the device experienced a 120.4460 watchdog error.